Event description:
The rep additionally reported that the location of the infection was a pocket infection in tunnel from posterior ear to the ins pocket. The symptoms of the infection were: red, swollen, discharge of pus, and pressing pain. The infection was considered "massive." It was noted that the ins was at elective replacement indicator (eri). After removal of the ins and extension, the wound was debrided. The patient had to stay in the hospital under observation.

Event description:
Additional information received from a company representative reported no elective replacement indicator (eri) occurred in this event.

Manufacturer narrative:
Concomitant medical products: product ID 37085-60, lot# nkn127617v, implanted: (B)(6) 2016, explanted: (B)(6) 2016, product type: extension. Product ID 37085-60, lot# nkn127597v, implanted: (B)(6) 2016, explanted: (B)(6) 2016, product type: extension. Product ID 37085-60, lot# nkn127597v, implanted: (B)(6) 2016, explanted: (B)(6) 2016, product type: extension. Product ID 37085-60, lot# nkn127617v, implanted: (B)(6) 2016, explanted: (B)(6) 2016, product type: extension. (B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The company representative (rep) reported that the patient got the deep brain stimulation (dbs) surgery due to dystonia. After the operation the patient developed a large scale infection, resulting in swelling and pain after the operation. It was noted there was a package abnormality before the device was opened, the device was inspected prior to use and no abnormality found. The implant operation was successful. The doctor had to explant the extension and implantable neurostimulator (ins) on (B)(6) 2016. The lead was still in the patient. The rep further reported that the physician had replaced a new one to complete the surgery. Perioperative antibiotics were administered and the surgery was successful. The patient&#62688;current status was normal.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a representative the consumer had the implant surgery on (B)(6) 2016 and after the surgery, the stimulation site had a wound infection and the device explanted in (B)(6) 2016. There was not a 50% or greater symptom reduction. It was noted that the wound was getting better.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a manufacturer representative reported the package was normal; previous information received indicating a packaging abnormality had been reported in error. The physician thought the reason for the infection may be patient rejection or ¿disinfection was not complete.¿ conflicting information was received regarding the translation and meaning of ¿disinfection was not complete,¿ however, the manufacturer representative familiar with the details of the complete event, confirmed the intent was to report that the physician suspected the cause of the infection may be that ¿this product was not germ free.¿

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.